Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 28 may 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. The initial reporter phone is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30513199) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the thrombectomy procedure with the left middle cerebral artery (mca) as the target vessel, the 132cm large bore catheter 71 (lbc) (ic71132ug / 30513199) was used in a solumbra technique one time without issue. When the physician loaded the lbc into the touhy, it kinked. The physician inspected the device and felt that there was a possible hole and pulled the solitaire¿ stent retriever (medtronic) into the lbc. There was no damage noted on the concomitant devices. It took one minute to switch catheters. The procedure was successfully completed without any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the thrombectomy procedure with the left middle cerebral artery (mca) as the target vessel, the 132cm large bore catheter 71 (lbc) (ic71132ug / 30513199) was used in a solumbra technique one time without issue. When the physician loaded the lbc into the touhy, it kinked. The physician inspected the device and felt that there was a possible hole and pulled the solitaire¿ stent retriever (medtronic) into the lbc. There was no damage noted on the concomitant devices. It took one minute to switch catheters. The procedure was successfully completed without any patient adverse event or complication. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 132cm large bore catheter 71 (lbc) was received. Visual inspection was performed. It was observed kinked; the kink areas are at the 43-inch and 45-inch marks. No other damage nor anomaly was observed during the visual inspection. The returned device underwent microscopic inspection to determine if the device has any areas of crack. No damage was observed during the microscopic inspection. Functional analysis: the returned device was flushed with a lab sample syringe to check for leakage. No leak was observed during the flushing. The device inner diameter (ID) and outer diameter (od) were measured and found to be within specifications. Hub ID = 0.0715 inch; specification: 0.071 inch minimum. Distal ID 0.0715 inch; specification: 0.071 inch minimum. Actual microcatheter od = 0.0830 inch; specification: max. 0.0837 inch / min. 0.081 inch. A review of manufacturing documentation associated with this lot (30513199) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that the 132cm large bore catheter 71 (lbc) was used in a solumbra technique one time without issue. When the physician loaded the lbc into the touhy, it kinked. The physician inspected the device and felt that there was a possible hole and pulled the solitaire¿ stent retriever into the lbc. The reported issue related to the kink was confirmed during the visual inspection of the device. Microscopic and functional evaluation was performed; there was no crack observed on the device during the microscopic inspection. The device was flush to determine if there was any leak and no leak was observed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contains the following precautions: carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a device that has been damaged in any way; replace with another large bore catheter. A damaged device may cause complications. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. H.6: the investigation findings of ¿no device problem found¿ is related to the microscopic inspection where no cracks were found on the body of the complaint device and to the functional evaluation result where no leak was observed on the device. This code corresponds to the investigation conclusions of ¿no problem detected.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.